Event description:
It was reported that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2015. The patient was last seen in fall 2014 and no issues with the device were noted. Patient trauma is not suspected to have caused or contributed to the high impedance condition. The patient is nonverbal and did not display any signs of distress; however, the patient exhibited a new symptom. The patient had been making a clicking noise with his tongue as if he was attempting to deal with an inch in his throat. The patient¿s device was disabled during the office visit. Follow-up revealed that the patient later admitted to the hospital due to experiencing an increase in seizures and status epilepticus. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Additional information was received stating that the patient underwent lead revision surgery on (B)(6) 2015. The replacement lead was tested with the existing generator and system diagnostic results showed normal device function. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Describe event or problem: the previously submitted MDR inadvertently did not include the summary of the additional information received.

Event description:
Additional information was received stating that the patient's device showed a high impedance condition during a follow-up appointment on (B)(6) 2015. X-rays were taken and the patient was referred for lead replacement surgery but this surgery has not occurred to date.

Event description:
The patient underwent surgery on (B)(6) 2015. The generator was first replaced and tested with the existing lead which showed lead impedance within normal limits. The surgeon did not replace the lead and surgery was completed. The explanting facility discarded the explanted device; therefore, no analysis can be performed.